Manufacturer narrative:
Patient had right internal carotid artery (ica) restenosis. The subject receive (stent) was placed without incident, as per the reported event description: "no procedural complications reported during the pre-dilation and stenting procedures." However, the patient had a right ica restenosis noted in a follow up visit. Requests for follow up information have been unanswered to date. The risk of the reported event is noted in the device directions for use (dfu). Per the dfu: "experience with stent implants indicates that there is a risk of restenosis. Subsequent restenosis may require repeat dilation of the vessel segment containing the stent. The risks and long-term outcome following repeat dilation of endothelialized stents is unknown at present." Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn. Because the device remains implanted, no evaluation will be performed.

Event description:
It was reported in 2007, a stenting procedure to treat atherosclerotic disease in the right supraclinoid carotid artery under hde (humanitarian device exemption) designation. Pre-procedure stenosis was 70%. Predilation was performed with a balloon catheter, followed by implantation of the subject device (stent). "Residual stenosis post stent placement was 30%. No procedural complications reported during the pre-dilation and stenting procedures." During a follow up visit in 2006, the patient had a right ica (internal carotid artery) restenosis. "The patient underwent a revascularization procedure on the following month." The patient complications "resolved without residual effects".